Manufacturer narrative:
External insulation abrasion was noted at 9.9-10.2 cm from the distal tip consistent with lead friction to another device or feature of the heart. A full breach insulation degradation was also noted adjacent to the connector boot. These findings are consistent with the observation from the field of lead noise.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-13595. It was reported that the patient's atrial and ventricular lead were exhibiting lead noise causing noise reversion on both leads. The patient was asymptomatic. The physician explanted and replaced both leads. The patient was stable throughout.